Manufacturer narrative:
The exact date of the event is unknown. The provided event date was (B)(6) 2021 chosen as a best estimate based on the date that the manufacturer became aware of the event. (B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during an esophagogastroduodenoscopy (egd) procedure performed on an unknown date. During the procedure, the bander was set up and successfully deployed a single band outside the patient. The endoscope and bander were then inserted inside the patient and when attempting to deploy, the band did not fully deploy and was stuck at the tip of the ligator head. The endoscope and bander were taken out of the patient, and the bands would still not deploy off the ligator head. The procedure was successfully completed with a separate bander. There were no patient complications reported as a result of this event. Note: it was reported that the plastic wrap was very difficult to take off, and the plastic wrap was removed at the beginning of the set-up process, which is not described in the instructions for use. Additionally, the customer provided a photo of the ligator head outside of the patient, and it was observed that one of the blue bands was broken and the remaining bands were tangled.